Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed with no delivery multiple times. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated for the no delivery alarms. A prime was successfully performed. The infusion set cannula was not bent. The customer was advised that the site may have been occluded. The customer was advised to change the infusion set, site, reservoir and insulin and resume insulin pump therapy. No products were returned or replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.